Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The sample remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A physician reported an intraocular lens (iol) that had an unexpected outcome, refractive surprise of 2.375 over target. Additional information was requested.

Manufacturer narrative:
(B)(4)